Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute rx drug eluting stent to treat a proximal rca lesion with 95% stenosis and severe calcification. The operation was prompted by coronary heart disease. No abnormalities were noted during inspection prior to use. No difficulties were noted when removing the protective sheath, no issues on inspection post removal of the protective sheath. Lesion was pre-dilated with by 1.2mmx15m, 2.0mmx15mm, 2.5mmx15mm balloon. During the procedure, the stent reached the lesion but it could not cross the lesion completely, inflation device remained on neutral pressure during delivery of the device. Device did not pass through a previously deployed stent. The physician tried to advance the stent, after repeated attempts the stent dislodged and got stuck at the lesion. Resistance was noted when advancing the device to the lesion, no excessive force was used. The physician deployed the stent at the location where it got stuck, the stent was well implanted after sufficient post-dilation. The physician commented that the event was related to the lesion's stenosis and calcification. No patient injury reported as a result of the event. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.